Event description:
Healthcare professional reported the rupture of a device diagnosed with MRI test. This relates to the right side. Device has been explanted and replaced with non-allergan.

Manufacturer narrative:
Cont. H.6. Health effect f2203 imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.